Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer also experienced a low blood glucose (bg) level of 46-47 mg/dl. Details regarding the cause of the customer's low bg were not reported. The customer consumed orange juice to correct bg. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.